Event description:
Reporter alleged the use-by-date on the blood glucose test strip vial was missing. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.